Event description:
Consumer indicated, she wore the tampon for 1 and 1/2 hours and believes tampon fibers remained inside her. She was able to remove the fibers and did not seek medical attention.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.